Manufacturer narrative:
Initial and final MDR 1906860 - MDR 3003442380-2024-09555 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced three infusion set fell off during use events. The infusion sets had been used for less than a to 1 day. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.